Manufacturer narrative:
H6: medical device problem code: 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use, the stent was noted to be retained on the stylet/protective sheath for the 3.5x33mm xience skypoint stent delivery system (sds) which was prepped per instructions for use. No resistance or force applied during removal of the stylet/protective sheath. No damage to the chipboard box. There was no patient involvement. Another stent was used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported xience skypoint stent delivery system (sds) was prepped with contrast prior to sheath removal. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use lists the packaging (sheath/stylet) removal to be performed prior to device preparation. It is unknown if the instruction for use (IFU) deviation related to incorrect preparation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, stent dislodgement prior to use may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. In this case, the device was prepped with contrast prior to the removal of the sheath. Device preparation with contrast can effect the outer diameter (od) of the balloon resulting in a higher risk of dislodgement during sheath removal. It is possible that instructions for use deviation in combination with inadvertent mishandling during removal caused/contributed to the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.